Event description:
Rptr c/o nerve damage, severe joint pain, constant coughing. Her knee joints are no good. She can't walk but just a few feet at a time. She has fluid retention even in her ears. Fingernails are coming off, toenails are thick and splitting down the middle. Oxygen level stays low, can't concentrate, can't remember, no activities at all.